Event description:
Recevied a report from a consumer indicating upon removal of a super absorbency tampon, she believes a piece of the tampon pledget may have separated and remained behind. Consumer indicated she may seek a medical examination if she could not remove the remaining portion digitally.